Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder such as: capsular contracture, breast pain, development of breast lumps, development of lymph gland abnormalities, development of silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, joint pain, development of headaches, dry eyes and throat, burning sensations, photosensitivity, rashes, chest pain, hair loss, heart palpitations, bowel and bladder problems, development of irritable bowel syndrome, chronic fatigue, chronic cystits, resultant cosmetic damage, memory concentration impairment, development of anxiety state with features of nervousness and depression.